Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. However, dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the right coronary artery, below bifurcation, that was heavily tortuous, moderately calcified and 90% stenosed. While deploying the xience prime 2.5 x 38 mm stent, a dissection occurred. Another stent was used as treatment. Pre and post-dilatation were performed. There was no clinically significant delay in the procedure. No additional information was provided.